Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
User facility medwatch report states: patient had staged bilateral hip replacement 2009 at another health care facility with metal on metal articulations and vertical cup position. Patient presented with bilateral hip pain, right more severe than left. X-rays were suspicious of loosening of acetabular component right hip, elevated chromium and serum cobalt levels. Preoperative diagnosis: failed right total hip arthroplasty secondary to aseptic loosening of acetabular component and probable metal-on-metal reaction.